Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of lipids with a syringe pump, the line leaked at the hub closest to the patient. This happens often when infusing but not when priming. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a lipid tubing leak was confirmed. Magnified inspection revealed evidence of interior damage at the leak site located near the top edge of the maxzero valve body. Functional testing was performed; a slow leak was observed around the outside of the top of the bonded maxzero valve. The root cause of the lipid tubing leak was a manufacturing issue.

Event description:
The customer reported that during an infusion of smoflipids® at 1.3 ml/hr with a syringe pump, the line leaked at the hub closest to the patient. This happens often when infusing but not when priming. There was no patient harm.